Event description:
It was reported to philips that the heartstart xl + defibrillator did not deliver a shock during ventricular fibrillation. The patient died.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.